Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for eval. Add'l questions in regard to the incident have been asked. If the sample is received, or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
According to the customer's medwatch report, the insulation on the blade electrode dislodged during the case. The material was retrieved immediately (intact). Multiple attempts have been made to obtain add'l info from the site. The site has not responded.